Event description:
The customer reported at 1:12 pm he deactivated the pod. He also noticed there was no liquid noted in the cannula. He was able to activate a new pod and brought his bg levels down.

Manufacturer narrative:
The returned product was evaluated and no evidence of any manufacturing defect was detected. An air bubble, equivalent to +30 units of insulin in size, was found in the insulin reservoir. As there was no evidence that the user attempted to remove residual insulin, this was mostly likely introduced during the fill process. Use error is therefore determined to be the root cause of high blood glucose. Qualification records were reviewed and the product lot met all acceptance criteria.